Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The reporter of the event could not provide the exact date of the event, but believe the event occurred between (B)(6) 2015. The ventilator was evaluated by (B)(4) who supplied the device to the patient and the device and no problems were found with the device. The ventilator was returned to the manufacturer's quality assurance investigation lab for evaluation. The ventilator passed all testing and was found to operate and alarm as designed. The device's downloaded event log was reviewed and confirmed no malfunctions or issues which could impact therapy occurred with the device. The manufacturer concludes the device did not cause or contribute to the reported event.